Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review .a product sample was received for evaluation. Visual and functional testing were performed. Good condition with no appearance of any physical damaged. Syringe plunger not in place was found in the event history log. Syringe plunger not in place was found during syringe test and failed syringe plunger sensor test. The root cause of the reported issue was found to be broken off from plunger board and plunger board broken off from glue. Pump will be converted into a loaner after investigation.

Event description:
It was reported an out of box failure syringe plunger not in place. No patient injury was reported.